Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the device had suffered water damage. A field service engineer (fse) inspected the station and found that a pipe had broken above the station, completely covering it in raw sewage. The station was not recoverable and was declared a write-off. The site planned to place an insurance claim to replace the station.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device experienced severe water damage. There were no adverse events or injuries reported based on this event.